Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to delta staple broken. Mtp non-union. This surgeon has seen 3 non unions with the delta, this is the first broken implant.

Manufacturer narrative:
An unknown size of a dynaclip delta staple used for a non-union mtp fusion was reported broken requiring a revision surgery. The sample remains in the patient and thus was not sent for evaluation and investigation, however, an x-ray image was provided by the sales representative. The lateral view x-ray image provided showed one of the posterior staple legs severed from the rest of the implant. No conclusion could be drawn about the probable cause of the failure from this visual and the information provided on the case. This is the first occurrence of a dynaclip delta staple breakage reported. In the risk management document risk-fa005-0001 rev. A (medshape ed-50260-10) the staple component breaking post-operatively is accounted for, in which it states potential causes of failure could be attributed to a manufacturing error (staple out of specification), improper dimensions, abnormal anatomy which causes excessive strains on the staple or a failed fusion. Patient non-compliance is another potential cause for failure and is unknown in this case. In the risk matrix, this failure is ranked with a detection score of 2, severity of 3 and occurrence of 1. Since this is the first occurrence reported it is an isolated case and anticipated risk. The probable cause of the failure could not be identified with the information provided. The hazard is an anticipated risk within the risk analysis matrix and a single occurrence is not an indication of a systematic issue necessitating a CAPA investigation. Therefore, no further action is needed.